Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging releasing dark-coloured particles, possibly foam, into the patient circuit. No medical intervention was required by the patient. The manufacturer was made aware of this complaint through a social media source. The only device information mentioned is the use of resmed mask and philips bipap. Since no further device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2001, z-1973-2001, and z-1974-2001. There is no customer information hence we cannot reach out to the customer and have components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.